Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The power pcb was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device repeatedly power cycled. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pcba was returned to stryker for further analysis. The issue was unable to be duplicated on the power pcba during functional test. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device repeatedly power cycled. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.